Manufacturer narrative:
An overwrap package a paper folder and a broken suture of product code were returned for analysis. During the visual inspection of the sample under magnification, the swage and attachment area were as expected. However, slight pinch marks that appears to be by a surgical instrument could be observed. The suture was inspected along of the strand, the suture was broken likely by a sharp instrument was noted. In addition, pinch marks near to the thread broken were found. Functionality diameter, length and knot tensile tests meet the requirements. According to the sample condition, the assignable cause of breakage suture is due to improper handling of the sample.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/10/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an abdominal dermolipectomy procedure on (B)(6) 2018 and suture was used. During the procedure, the thread ruptured during use. There were no patient consequences reported.